Manufacturer narrative:
Updated data: b1 b2 b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had gone for surgery and no further details were provided.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: two still computed tomography (CT) images provided. No dicom imaging provided. Evolut leaflets appear calcified on CT images. Bioprosthetic leaflets appear calcified on additional images provided of explanted transcatheter aortic valve (tav). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in a return kit, fully submerged in a cloudy 0.2% glutaraldehyde solution. The explanted valve frame exhibited a reduced inflow orifice, indicative of structural adaptation to the patient¿s native anatomy. All leaflets were observed in a closed position; however, a gap between their free margins was noted, likely associated with visible calcification preventing complete coaptation. All valve leaflets exhibited restricted mobility, which appeared to correlate with the presence of visible calcification deposits. Leaflet 1- outflow view: a cluster of calcific nodules was adhered to the superior coaptive junction (scj), located distal to commissure 3¿1. Additional intrinsic calcific deposits were identified on the belly region of the leaflet, with further clusters noted on the scj distal to commissure 1¿2. A dark-brown pannus overgrowth was observed along the margin of attachment (moa), extending approximately 4 mm onto the leaflet surface. Tissue deterioration was observed where calcification was observed. Inflow view: intrinsic calcific nodules were observed along the belly region of the leaflet. In addition, clusters of extrinsic calcification were identified on the inferior coaptive areas (ica), between leaflets l1¿l3 and l1¿l2. Leaflet 2 - outflow view: small calcific nodules were adherent to the superior coaptive junction (scj) distal to commissure 1¿2, with slightly larger nodules observed distal to commissure 2¿3. Inflow view: calcification nodules were identified along the margin of attachment (moa). Additionally, larger clusters of calcification were observed on the inferior coaptive areas (ica), between leaflets l2¿l1 and l2¿l3. Leaflet 3 - outflow view: calcific nodules were adhered to the margin of attachment (moa), extending into the belly region of the leaflet and onto the scj distal to commissure 2-3. Inflow view: extensive calcific nodules were observed infiltrating the inflow region of the leaflet. All commissure pads were encapsulated by pannus overgrowth. Additionally, calcific nodules were observed distal to each commissure. Most sutures were obscured by pannus overgrowth. Three broken sutures were identified: between node 1 and node 2 of l2, between node 1 and node 2 of l3, and on one of the inflow crowns of l3. The outflow frame exhibited noticeable ellipticity. Three bent struts were identified on the outflow crown. This finding is likely attributable to damages incurred during the explant procedure. Glistening off-white pannus lined the outer lumen of the frame, adhering to the moa and the backs of all commissure pads. Pannus remnants were present around the circumference of the outflow frame. Similar pannus was observed on the inflow crowns, lining the inner lumen. Radiographic imaging confirmed calcification on all leaflets and commissural areas as well as on adherent host growth on the outer frame. Radiographic imaging revealed no stent fractures. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately four years and one month following the implant of an evolut 34mm transcatheter valve, an elevated gradient was observed on echocardiogram with a peak gradient of 70mmhg. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: a2. A4. B5. Second paragraph added b7. D1. D4. D6a. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately four years and one month following the implant of an evolut 34mm transcatheter valve, an elevated gradient was observed on echocardiogram with a peak gradient of 70mmhg. No patient complications were reported as a result of this event. Additional information was received that per the physician, the patient's severe aortic stenosis, calcium score of 5664, and likely a tricuspid valve but with poor computed tomography (CT) image quality could have contributed to the elevated gradient. The implant depth of the valve was approximately 3-4mm on the non-coronary cusp and 4-5mm on the left coronary cusp. CT and transesophageal echocardiogram images both revealed leaflet thickening with a mean gradient of 48mmhg, max of 86mmhg, and a max velocity of 4.0m/s.

Event description:
Additional information was received that four years and two months following the valve implant, the valve was to be surgically removed and replaced with a mechanical aortic valve.

Manufacturer narrative:
Updated data: b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, d6b, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately four years and one month following the implant of an evolut 34mm transcatheter valve, an elevated gradient was observed on echocardiogram with a peak gradient of 70mmhg. No patient complications were reported as a result of this event. Additional information was received that per the physician, the patient's severe aortic stenosis, calcium score of 5664, and likely a tricuspid valve but with poor computed tomography (CT) image quality could have contributed to the elevated gradient. The implant depth of the valve was approximately 3-4mm on the non-coronary cusp and 4-5mm on the left coronary cusp. CT and transesophageal echocardiogram images both revealed leaflet thickening with a mean gradient of 48mmhg, max of 86mmhg, and a max velocity of 4.0m/s. Additional information was received that the patient had gone for surgery and no further details were provided. Additional information was received that four years and two months following the valve implant, the valve was to be surgically removed and replaced with a mechanical aortic valve. Additional information was received that the valve was successfully explanted approximately four years and two months after implant and replaced with a non-medtronic (sorin) mechanical valve. The explanted valve visually appeared calcified. The physician noted that the valve frame appeared to be eroding at the level of the outflow, where there is tissue on part of the frame, into the wall of the aorta, but reported that the observation was likely normal. The patient was reported to be recovering well.